Event description:
It was reported that the patient implanted with this pacemaker presented for a device check, and the battery status was found to be at elective replacement time (ert). Premature battery depletion was suspected, and the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned pacemaker was analyzed. A visual inspection of the device header and case noted no anomalies. All setscrews moved freely and all seal plugs were intact. The device had no output and no telemetry. The device case was opened for testing of the internal components. Current drain of the device was measured to be normal. An external power supply was connected and the device was then able to establish telemetry with the programmer. Additional current drain testing was performed with the device programmed to different modes and no high current conditions were observed. Next, the pacing and sensing functions were tested manually. Analysis confirmed proper operation of the pacing and sensing functions of the device. The device was implanted for approximately 8.2 years, which is within the labelled longevity estimates. It was reported that the device had reached ert on the date of explant. The no output and no telemetry conditions were a result of a normally depleted battery after explant, as the device was received for analysis nearly five months post-explant. During detailed analysis the device was functioning normally, and no problem was detected.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this pacemaker presented for a device check, and the battery status was found to be at elective replacement time (ert). Premature battery depletion was suspected, and the device was explanted and replaced. No additional adverse patient effects were reported.